Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. One catheter was received for analysis and investigation. Visual inspection revealed that the catheter presented signs of use. The catheter was reviewed, and no issues were observed. Functional testing was required to confirm the reported condition. The sample was submitted to under water testing and as a result did not show any leaks. The reported condition has not been confirmed. The product sample showed no issues related to the reported condition. Based on the available information, it can be concluded that the product was manufactured according to specifications and the most probable root cause can be considered as a customer perception; the clinician could have confused substance residues with leaking. No trends or triggers have been found, therefore, no action is deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, leakage was observed on the venous lumen at the hub and luer adapter while checking the product before in sertion. There was no patient injury.